Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a year of year and a half ago, customer had an emergency room visit. Caller reported that customer was working in the yard and did not eat and then over bolused which caused a low blood glucose of 25 mg/dl. Customer was unresponsive and was taken by ambulance to the emergency room. Customer was teated with IV fluids and food and was released. Caller does not remember date as issue occurred about a year prior to reporting.